Manufacturer narrative:
Section d4 catalog number was corrected.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 58-year-old male patient with a past medical history of coronary artery disease (cad), presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in scai stage e shock, on cardiac bypass, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-operatively cardiothoracic (CT) surgery: ventricular septal defect repair. While the patient was in the intensive care unit (ICU), there was suspected hemolysis, likely due to central venous pressure (cvp) of 5. The position was a little shallow, the physician was aware. Nine days after impella insertion, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-3 at 2.4l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.

Manufacturer narrative:
Additional information was received that the device was discard.

Manufacturer narrative:
D4 serial number and UDI was revised to remove leading 0s. The investigation was completed. Investigation summary: hemolysis / mechanical interaction with blood: data log review was inconclusive to derive the cause of the issue. The cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details.